Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, when setting up for a imaging spin the navigation system was unable to see imaging system trackers. It was reported that the reference frame could be seen without issue. Many camera angles were tried but could not resolve the issue and the site was not draping. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Patient information was provided by the site.